Event description:
It was reported that the pt expired. The pt was last seen in the clinic in 2008. The pt had chronic pain secondary to lumbar radiculopathy secondary to bony metastatic breast carcinoma. The pump contained hydromorphone 2.0 mg/ml; bupivicaine 40 mg/ml; compounded baclofen 250 mcg/ml and droperidol 250 mcg/ml at an infusion rate of 0.45 ml. The cause of death was not reported; reported to be unrelated to the implanted system.